Manufacturer narrative:
(B)(4).

Event description:
Pt report non-touch screen display frozen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to unit perpetually rebooting. A receiver download was performed and failed due to unit perpetually rebooting. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.